Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this even. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of patient¿s peritonitis can be attributed to a preceding tunneled and exit site infection of the pd catheter (not a fresenius product).

Event description:
A patient on peritoneal dialysis (pd) reported he had peritonitis. There were no reported allegations that the peritonitis was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported the patient had a concomitant tunnel and exit site infection of the pd catheter (not a fresenius product) which was preceded the peritonitis. It was reported the patient subsequently developed cloudy pd effluent. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded an elevated white blood cell (wbc). The patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) per clinic, on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to the infected pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) reported he had peritonitis. There were no reported allegations that the peritonitis was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported the patient had a concomitant tunnel and exit site infection of the pd catheter (not a fresenius product) which was preceded the peritonitis. It was reported the patient subsequently developed cloudy pd effluent. As a result, on 19/apr/2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained which yielded an elevated white blood cell (wbc). The patient was treated with vancomycin and ceftazidime intra-peritoneal (ip) per clinic, on an outpatient basis. The patient is recovering and continues pd treatment with the same cycler. Per the nurse the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse directly attributed the peritonitis to the infected pd catheter.